Event description:
An error message was reported with the adc device. Customer received a "replace sensor" message and was unable to obtain readings. As a result, customer experienced "hypoglycemia, loss of consciousness " and was unable to self-treat, the customer required third party administration of unspecified medication by both hp and non-hcp for diagnosis of hypoglycemia. Additionally the customer reported being provided medication for a ¿heart attack¿ however it there is no indication this was related to the use of the device.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted. Upon extended investigation, it was determined that the serial number provided by the customer ((B)(6)) and previously reported to the FDA was not a valid serial number. Therefore, section d4 was updated to unk.

Event description:
An error message was reported with the adc device. Customer received a "replace sensor" message and was unable to obtain readings. As a result, customer experienced "hypoglycemia, loss of consciousness " and was unable to self-treat, the customer required third party administration of unspecified medication by both hp and non-hcp for diagnosis of hypoglycemia. Additionally the customer reported being provided medication for a ¿heart attack¿ however it there is no indication this was related to the use of the device.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. N/a was selected for PMA/510(k) # as customer is using fs libre 3 sensor with fs libre reader. Fs libre 3 sensor with reader is not approved for market in us; however, libre 3 is same/similar to libre 2 which is currently on market in the us.¿ as per product issue tsg, sensor used with reader. All pertinent information available to abbott diabetes care has been submitted.